Manufacturer narrative:
Correction: d8: was device serviced by third-party?: from none selected to na. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 874643 with internal positive quality control samples and negative quality control swabs and diluent. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/lot 874643 and device part number 10732998/lot 866255. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 874643 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient samples.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab for two patients performed on (B)(6) 2024 and (B)(6) 2024. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with alere determine hiv 1/2 ag/ab performed on (B)(6) 2024. Confirmatory pcr testing was performed on an unknown date to confirm hiv results. Results are unknown. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab for two patients performed on (B)(6) 2024. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with alere determine hiv 1/2 ag/ab performed on (B)(6) 2024. Confirmatory pcr testing was performed on an unknown date to confirm hiv results. Results are unknown. The customer confirmed there was no patient harm due to the test results.